Event description:
The customer reported that: during plugging the hand held monitor to the docking station of the infinity acute care system, the device switched to pediatric mode, but the main monitor c500 remained on adult mode. The nbp auto mode did stop. Although the m540 was in pediatrics mode, the cuff was inflated to adult values.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow up report.